Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and 1 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during incoming inspection, a hole was found in the clear film packaging. No patient consequence to report.